Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced driveline communication faults. A review of the log file confirmed the fault. There were no other unusual events seen within the log files. The fault resolved after the modular cable and controller were exchanged.

Manufacturer narrative:
Section d6a: implant date inadvertently reported in initial report and is not applicable for this device no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of driveline communication fault alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 12 days ((B)(6)2022 per timestamp). On (B)(6) 2022 at 11:22:20, the driveline communication fault alarm activated due to a com_a_fault. The alarm was active throughout the remainder of the log file. No other notable alarms were active in the log file and pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Provided information stated that the alarm resolved following the modular cable and system controller exchanges. It is unknown which exchange resolved the alarm. Additionally, no product will be returned for analysis. A root cause for the reported event was unable to conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline communication fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number 2916596-2022-13990.